Event description:
No event details were provided, possible infection.

Manufacturer narrative:
No product was returned for evaluation. The product lot number and product code was not provided in the report, therefore no lot history record review was conducted. Based on the limited information received, no conclusion can be drawn at this time. Should additional information be obtained, a follow-up report will be submitted.